Event description:
It was reported that after pressing the start button, the system98 intra-aortic balloon pump (iabp) unit does not boot both on ac mains as well as on battery mode. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.